Event description:
Subsequent information was received that this system was explanted due to noise. No adverse patient effects were reported.

Event description:
Boston scientific received information that there was oversensing of myopotentials on the right ventricular channel resulting in inhibition of therapy of greater than two seconds. As this was an isolated occurrence, the patient will be followed in one month. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was later received that there was suspected farfield oversensing on the right atrial (ra) lead. No adverse patient effects were reported.